Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Investigation ¿ evaluation. A physician from (B)(6) hospital informed cook on 22may2023 of an incident involving an ngage nitinol stone extractor (rpn: nge-022115) from an unknown lot. It was reported that the basket was not deployed cleanly during a urinary stone removal procedure on (B)(6) 2023. Another device was used to complete the procedure. The patient reportedly experienced no harm as a result of the issue. Reviews of the instructions for use (IFU), manufacturing instructions, and quality control procedure for the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. In response to this incident, cook completed a review of the product device master record (dmr) and concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook could not complete a review of the device history record (DHR) or search for other complaints from the product lot due to lack of lot information from the user facility. Cook also reviewed product labeling. The product IFU, t_shef_rev1; the IFU did not provide any information related to the reported issue. The information provided upon review of complaint file and quality control documents did not provide evidence to support that the device was manufactured out of specification nor to suggest items in the lot or similar devices in the field or in house were nonconforming. Based on the information provided, no returned device, and the results of the investigation, it was determined the cause of this event could not be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
G4 ¿ PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, the basket of three ngage nitinol stone extractors did not function properly and all used in the same procedure. Two of the complaint devices not opening properly were found while during testing the devices in an uncoiled position, prior to the stone removal procedure and had the same lot number (pr 398011). The third device was able to remove stones from the kidney twice before the basket quit functioning and had an unknown lot number (pr 400379). All three devices were tested before use. The patient's anatomy was not keeping the basket from opening or closing. A laser was not used at the same time as the baskets. The procedure was completed using a fourth device. No adverse effect on the patient has been reported.